Event description:
(B)(4). I started having pain in my stomach/headaches/back pain. I went to the ER that night and they did a CT scan, they found a large cyst on my right ovary but they cannot find out why I was having the pain I was having. I didn't suddenly started having bad headaches, gallbladder problems, lower back problems, restless legs, high blood pressure, prediabetic, swelling in my stomach, cyst on my ovary's, and I was extremely exhausted. I've had many scans done, and I've seen many doctors. I was referred to ob/gyn who suggested a total hysterectomy to get rid of all my pain. I have appointment with the g.I. Doctor, they did a scan and saw a cyst on my pancreas, and the cyst on my ovary had grown. On (B)(6) of this year I had a total hysterectomy, due to severe pelvic pain and pain in my stomach. During the hysterectomy, my doctor found in over 3 inch cyst growing between my fallopian tube in right ovary. He also found more sis on my ovaries that were drained.